Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found that the negative pressure was insufficient. The fse replaced the 5000 hour maintenance kit. The unit passed all safety and functional tests. The unit was returned to the customer and cleared for clinical use.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during routine maintenance, the cs300 intra-aortic balloon pump (iabp) failed equipment performance test. There were no injuries reported.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
It was reported that during routine maintenance, the cs300 intra-aortic balloon pump (iabp) failed equipment performance test. There was no patient involved.